Event description:
Patient was intubated using a bullard scope in early 2009 by anesthesiologist. Due to difficulty suctioning excretions, the patient was extubated, then reintubated by anesthesiologist five days later with a bullard scope. No further suctioning issues or other complications noted after the second intubation. The patient was extubated three days later. Three days later, the patient underwent a barium swallow evaluation and a foreign body was detected in the area of the hypopharynx. The test was immediately terminated, the patient returned to room where the physician successfully removed the foreign body. It was identified to be the plastic extender that fits on the end of the bullard scope.